Manufacturer narrative:
(B)(4) if follow-up, what type?: correction, device manufacture date: correction, describe event or problem: correction.

Event description:
Dexcom was made aware on 10/29/2016, that on (B)(6) 2016, the receiver displayed a hardware error. Reportedly, the patient is an adult using a pediatric receiver. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/29/2016, that on (B)(6) 2016, the receiver displayed a hardware error. No additional patient or event information is available. The receiver was not returned for evaluation and data was not provided; therefore, the reported complaint of firmware error cannot be confirmed. It was reported that adult patient was using a receiver approved only for pediatrics. It should be noted that the dexcom g4® platinum continuous glucose monitoring system states: the dexcom g4 platinum (pediatric) continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes. However, a root cause for the reported firmware error cannot be determined.